Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the injury was not determined due to insufficient clinical details. Pump suction: data log review confirms suction alarms triggering around the time it was reported. The cause of the suction was most likely biomaterial ingestion, as seen by the motor current (mc) spike right before the suction alarms started, which led to altered waveforms and decreased flow rates. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The medical team pulled the impella to descending aorta to be explanted due to continues suction. During impella repositioning suction alarm was noted even at p2. So, since the patient hemodynamics was stable, physician decided to pull the impella to the descending aorta and explant when act was below 150. Patient hemodynamics were stable with stable condition. Placement signal monitoring was also disabled. Additionally, the same day, the patient started having hematoma. Pump was explanted the following day. Patient survived the procedure and is stable.